Event description:
It was reported that the procedure was rescheduled.

Manufacturer narrative:
Alleged failure: "during using the CPR a patient was burnt. Customer found greyish before use." Probable root cause: as per manufacturer, the physical damage was most likely caused by customer use and handling of the laparoscope as the laparoscope was inspected before being distributed to customer. The device was returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future re occurrence. For information and warnings related to the proper use and maintenance of this device, please reference and adhere to information presented in the associated product IFU. Manufacture date is not known.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the procedure was rescheduled.